Event description:
(B)(4). I have had two cyst on my right ovary that has busted. I have had hpv , also I have had metal taste in my mouth none stop, hair loss, muscle tone loss, memory loss, depression, anxiety, nerve damage , weight gain, attempted suicide twice, (B)(6) now, insomnia, and the list goes on. I have had them for 10 years and my health has declined badly. I am (B)(6) years old. Also I have neuropathy too. Two things have a chance of killing me that is the neuropathy and (B)(6). Also autoimmune diseases to mental health issues.

Event description:
(B)(4). Had a full historectomy and they were not put in right can be clearly seen through my tubes .